Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) would not inflate the intra-aortic balloon (iab). No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was powered on for testing before the cathlab was scheduled to use it on a patient, and it would not inflate the intra-aortic balloon (iab). The customer swapped the iabp out without issue, and no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse did not find any autofill alarms in the logs. A preventive maintenance (pm) was performed on 1/16/2019, and a new safety disk was installed on the iabp on 1/29/2019. The iabp had no issues at that time. The fse went onsite and connected a balloon, and it autofilled on the first try and pumped with no issues. The fse did find a low helium alarm in the log, and the biomed said that the cath lab put on a new helium tank. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.